Event description:
Reportedly, in a single chamber alizea, there is a warning on the overview screen: "sensing r-wave at 3 mv" when the sensing test shows 15mv r-wave amplitude and the sensing histograms also show 15 mv.

Manufacturer narrative:
This report corrects the "date received by manufacturer" field since the awareness date which allows to report this case is june 12, 2023. The complaint has been received on may 05, 2023 and initially the issue was suspected on the programmer, not on the implantable device. Finally after reviewing the previous cases on june 12, 2023, it was established that the issue was more related to the implantable device. Therefore the decision to report was done on the same day.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, in a single chamber alizea, there is a warning on the overview screen: "sensing r-wave at 3 mv" when the sensing test shows 15mv r-wave amplitude and the sensing histograms also show 15 mv

Manufacturer narrative:
Review of available data confirmed the reported low and incorrect sensing values. The first detection presents with an erroneous low amplitude during the sensing test. This represents (for the bluesky pacemaker platform) a known issue, which is under r&d investigation. The observed event is related to a specific test during follow-up (sensing test), it does not have any therapeutic effect.

Event description:
Reportedly, in a single chamber alizea, there is a warning on the overview screen: "sensing r-wave at 3 mv" when the sensing test shows 15mv rwave amplitude and the sensing histograms also show 15 mv.